Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly found.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the patient was doing well. The health care provider reportedly did not find the source of the hygroma so he opted to replace the spinal segment of the catheter and had not returned it since. It was later reported no dye study was done per the health care provider (hcp). The hcp did not send anything for culture. The hcp replaced the spinal segment in hopes it would not return but did not see any reason or place where it may have been leaking. It was reported ¿and then the patient was still getting pain relief despite hygroma mid back¿. The patient reportedly did not have any complains of a return hygroma since the catheter replacement. The device system was used to deliver infumorph.

Event description:
It was reported that the patient was getting "good relief" but "not as great as it was." The patient had a recurrent seroma at the spinal site which was bothering her. The health care provider (hcp) "nursed it" for a while and it "went down" and had drained it once. The seroma appeared to change in size, at times it was "goose egg size," other times it was smaller, but always there. The patient was real thin and young. The hcp questioned if there was a nick "or something" in the catheter. He had done a revision wherein he did a "purse strain" (which had not been done in the initial implant) and took a look, there was nothing leaking that he could see. It was thought that "it closed off on its own." However, post revision, the seroma appeared again on the patient"s way back home. On the day of the initial report the hcp was going to do a dye study and a refill in the or. The hcp was thinking to replace the spinal segment regardless because the seroma was bothersome for the patient and she was "in and out of the office." The hcp was thinking part of the fluid was possibly some of the medication along with some cerebrospinal fluid. The device system as used to infuse morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model 8780, serial # (B)(4), implanted: (B)(6) 2012, programmer model 8835 serial # (B)(4); catheter model 8780, serial # (B)(4), implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.